Event description:
It was reported that post rv lead extraction and new rv lead implantation, the new rv pin would not advance to the back of the rv chamber of the existing device. Visual inspection showed a piece of tissue that could not be removed. The defibrillator was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.